Manufacturer narrative:
Cups not available for evaluation.

Event description:
The manufacturer of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report from another country that three lens cups cracked during neutralization. No patient injury occurred. Each cup cracked on the bottom, slowly over a number of days, and solution eventually leaked through the cracks. The lens cups are not available for evaluation because they were discarded by the customer.